Manufacturer narrative:
Investigation summary a device history record review was completed for provided material number: 301948 and lot number: 2107129. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture of the affected sample was provided for evaluation by our quality engineer team. Through examination of the picture, black spots were observed in the barrel of the syringe. The black spots may have been produced due to a failure in good manufacturing practices or from the raw materials used. The foreign matter ended up in the assembly machine and produced this non-conformance. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse in the operating room reported that when the product was unpacked, a black foreign matter was found on the wall of the syringe port.